Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient is getting an MRI due to her spinal cord stimulator (scs) being a failure since it was implanted in 2016. The patient stated she has shooting pain. No further information was reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that her device was malfunctioning and was dropping her to her knees. The patient stated her device was off currently and was still malfunctioning. There were no traumas or falls reported to be related to the issue. The indication for use was non-malignant pain.